Event description:
The reporter stated the doctor attempted to insert a cq2015 collamer three piece lens but the lens ripped in half while advancing in the cartridge. Not in eye. No more info was provided by the facility. If additional info becomes available, a supplemental medwatch will be sent. This is one of two lenses used for this pt -see MFR report # 2023826-2008-00222.

Manufacturer narrative:
Evaluation: results: visual inspection of the returned product found the lens optic torn into two pieces. Both haptics were torn. There was evidence of clear surgical residue. Conclusions: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.